Manufacturer narrative:
Patient age at time of event: late 60's. Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece with the guidewire stuck in the device. No irregularities were found on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip revealed that the device was operated very close to the guidewire tip. Microscopic inspection of the catheter tip revealed that inside of the bushing was evidence of guidewire coils from the guidewire that had broken off during the procedure and entwined themselves inside of the bushing. This caused the guidewire to bind on the bushing which caused the guidewire to stick in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the guidewire that was used during this procedure was not on the list of compatible guidewire to use with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported the catheter got stuck on the wire. During an atherectomy procedure, the physician was using a 2.4mm jetstream® xc atherectomy catheter over a non bsc filter wire, in the distal superficial femoral artery (sfa) popliteal. The physician had completed the atherectomy portion of the procedure when it was noticed, during removal the jetstream device was stuck on the filter wire. Both devices had to be removed together causing a loss of access. The lesion was rewired and poba was performed to complete the procedure. No patient complications were reported and the patient was okay.